Event description:
Patient stated that the administration set is leaking at where it attaches to the bag. There was no patient impact reported.

Manufacturer narrative:
Investigation is in process. A f/u report will be sent when new info is rec'd.